Event description:
It was reported that the scrub tech was assembling the head and when the tech pressed the head, noticed that it was not moving freely as it should. A new cup and head were opened and used for the case with no consequence to the pt. Sales rep inspected the original head and cup and as he proceeded to move the inner head within the cup, he noticed some debris coming out of the side of the cup (rep stated that could possibly be matter that was on scrub tech¿s glove that inadvertently got in the implant causing it to not move freely). Surgeon used a new implant/head and implanted without problem or delay to surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.